Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high out of range shocking lead impedance greater than 125 ohms for the past year. All other lead parameters are stable. Boston scientific technical services reviewed the data and recommended additional testing to determine cause for increased measurements. Additional shock test of 1.1j with 98 ohms and inducted ventricular fibrillation (vf) converted with 31j shock at 109 ohms were completed. The shock lead impedance measurements are high but within range. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.